Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for unknown side. Device status is unknown.